Event description:
It was reported that the patient underwent an l3-l4 anterior tlif spinal fusion using rhbmp-2/acs. At an unknown time post-op, imaging studies reportedly showed that patient had developed uncontrolled bone growth and resulting nerve compression at or near the implant site. Patient now suffers from severe injuries including chronic pain and radiculitis.

Event description:
It was reported that on: (B)(6) 2009: patient presented with pre-op diagnosis as adjacent level degeneration status post previous fusion. For which, patient underwent following procedures: hardware removal of instrumentation l4 to the sacrum. Exploration of fusion l4 to the sacrum. Tlif l3-4, anterior cage, local bone, bone graft matrix and rhbmp-2, posterior instrumentation, local bone graft matrix and rhbmp-2. Per op notes, patient was turned to prone position on the frame and his back was prepped. The disc space sized for a 14mm cage. After irrigation the anterior aspect of the disc space was packed with a combination of local bone, bone graft matrix and rhbmp-2. The cage was packed with bone only and impacted into the disc space. Intra-op x-rays were obtained which showed the instrumentation in good position anteriorly and posteriorly. The lateral gutters were packed with local bone and infuse on the right, local bone only on the left. Sterile dressing was placed and patient was returned to recovery room in stable condition. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.